Event description:
The customer reported getting a reading of 200 mg/dl from his adc device about 3 weeks ago (2006). He took an add'l five units to his normal medication dose due to the adc reading. He later lost consciousness and the paramedics were called. The paramedics got a reading of 32 mg/dl from their meter. He was treated with sugar. Comparison data between the adc device and the hcp meter were not obtained within 10 minutes.